Event description:
A product liability claim was raised. It was reported by patient's counsel that his client received a durom acetabular component 54/48 on right side on (B)(6) 2008. The patient is currently being monitored due to pain.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. The device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).